Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 3004209178-2014-98662.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and protruded drive support disk. No gap was noted between the reservoir and motor piston and no rewind anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported the insulin pump was squirting out insulin out of the tubing when customer was trying to fill. The device did not alarm during the manual prime but was stuck in the rewind loop. Customer's blood glucose was 168 mg/dl. Troubleshooting was performed. Customer's mother stated the device continued to drip insulin after releasing the act button during prime. Customer was not wearing the device during prime process. Customer's mother stated she did see a small gap between the reservoir and the piston. The device alarmed while troubleshooting. The drive support cap was loose. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.